Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker japan the technical service report indicates: repair request details: the pressure decreases during use but returns to normal when reinserted. Symptoms/fault description: we have inspected this product and found no symptoms or other defects that you have mentioned. Processing operations: we carried out a running test, flow rate accuracy, pressure inspection, and operational inspection including confirmation of the remaining cylinder level display. Probable root cause: 1. Pressure sensor malfunction / out of calibration 2. Software malfunction 3. Use error 4. System design 5. Unwanted movement of internal components / wiring 6. Power button inadvertently turned off 7. Tubeset/gas supply inadvertently detached/loose 8. Loss of power 9. Pressure button does not disengage 10. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 11. Hpu or lpu assembly malfunction 12. Leaks from internal connections or seals 13. Ppv failure the reported failure mode will be monitored for future reoccurrence. Furthermore, reportability decision was checked for consistency.

Event description:
It was reported that there was loss of insufflation.

Manufacturer narrative:
The device was not received for investigation at stryker endoscopy because it was repaired locally in stryker japan the technical service report indicates: repair request details: the pressure decreases during use, but returns to normal when reinserted. Symptoms/fault description: we have inspected this product and found no symptoms or other defects that you have mentioned. Processing operations: we carried out a running test, flow rate accuracy, pressure inspection, and operational inspection including confirmation of the remaining cylinder level display. Probable root cause: 1. Pressure sensor malfunction / out of calibration 2. Software malfunction 3. Use error 4. System design 5. Unwanted movement of internal components / wiring 6. Power button inadvertently turned off 7. Tube set/gas supply inadvertently detached/loose 8. Loss of power 9. Pressure button does not disengage 10. Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge 11. Hpu or lpu assembly malfunction 12. Leaks from internal connections or seals 13. Ppv failure the reported failure mode will be monitored for future reoccurrence. Furthermore, reportability decision was checked for consistency.

Event description:
It was reported that there was loss of insufflation.